Event description:
Caller reported an issue with time settings on a pump, leading to a discrepancy between displayed and actual time. Blood glucose levels were not adversely affected, as previous settings did not result in values above 500 mg/dl or below 54 mg/dl. Technical support assisted in updating the pump's time and advised monitoring for any recurrent discrepancies, which the caller understood and acknowledged.